Event description:
It was reported to philips that the system gave an error indicating that exposure was not possible and image disk was full, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information customer was performing a planned (non-emergency) procedure which aborted at that time. It was reported that the exposure not possible alert. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flexvision-2 pc was broken. Fse replaced the flexvision-2 pc. After the replacement of flexvision-2 pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.